Manufacturer narrative:
It was reported that the patient claims heel is too high causing weight forward and presure on ball of foot causing blisters and open wound that required medical treatment. The custom insole was returned for evaluation; custom inserts found no defect. Customs were made to specification. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report if more informartion becomes available.

Event description:
It was reported that the patient claims heel is too high causing weight forward and presure on ball of footm causing blisters and open wound that required medical treatment.